Manufacturer narrative:
Evaluation: visual inspection of the lens showed evidence of surgical residue and one haptic was torn. The cartridge was not returned. Conclusion: the root cause of this event could not be determined because the cartridge was not returned.

Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and was torn while advancing. The lens was not implanted and there was no patient injury. The facility did not specify the model and lot numbers of the cartridge and injector used during surgery.